Event description:
The device was used during low anterior resection procedure. Reportedly, the anastomosis was not complete and leaks. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.